Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. Date of event is an approximation. On (B)(6) 2023, a few seconds after sensor insertion, the patient lost consciousness. The patient¿s boyfriend removed the sensor from the patient¿s arm and the patient slowly regained consciousness (over a 10-minute period). There was a little blood upon sensor removal, but the bleeding was able to be stopped. It was also noted that the patient has a ¿nerve problem¿ in her shoulders that may have contributed to this event. The patient also called her nurse and was advised that she may have hit a nerve or muscle causing her to lose consciousness. The patient did not go to the hospital. The patient was fine at the time of the report. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.